Event description:
It was reported to boston scientific corporation that an exalt model d single-use duodenoscope was introduced for use in an endoscopic retrograde cholangiopancreatography (ercp) on (B)(6) 2022 for treatment of stones. The patient was placed under local anesthesia in the prone position. During insertion of the scope, the doctor was maneuvering the device to get past the pylorus and saw free air on the x-ray. The physician asked for an esophagogastroduodenoscopy (egd) scope and saw a 5cm perforation in the duodenum. The physician removed the scope and discontinued the procedure. In the physician's assessment, stiffness of the scope and lack of tactile feedback contributed to the perforation. The patient was sent to surgery and admitted to hospital. They are reported to be in stable condition and recovering well.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4). The complainant indicated that the device is not available for return; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.